Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer also reported that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 270 mg/dl. Customer was able to rewind the insulin pump, but stated that there were some issues during this process. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. No excessive no delivery alarm, no motor error alarm and no rewind anomaly was noted. The motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.